Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure on (B)(6) 2025. During the procedure, the distal gold tip detached from the catheter into the patient. The tip was not removed and was left in the patient to pass naturally. The procedure was successfully completed using another injection gold probe. There were no reported patient complications resulting from this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of distal gold tip detached.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h2: physician's emaill address has been updated based on the additional information received on september 28, 2025. Block h6: imdrf device code a0501 captures the reportable event of distal gold tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure on (B)(6) 2025. During the procedure, the distal gold tip detached from the catheter into the patient. The tip was not removed and was left in the patient to pass naturally. The procedure was successfully completed using another injection gold probe. There were no reported patient complications resulting from this event.